Event description:
Complainant allege that while attempting to treat a pt (age & gender unk) an arc was seen coming from the associated electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Evaluation of the electrodes did not reveal an energy concentration spot on the anterior or posterior electrode; however, a heavy presence of hair and skin were found on the foam adhesive of the electrodes. Review of the device activity logs did show a check pads message. However, the electrodes passed defibrillation testing with no discrepancies found. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll med corp has rec'd the product and will be providing a f/u report when our investigation is completed.